Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that the angio-seal evolution was deployed. The patient was discharged without complications. The patient returned to the hospital (date unknown) and a pseudoaneurysm was discovered. Surgery was performed in 2009, to repair the pseudoaneurysm. There were no reported consequences to the patient. No additional information is available.